Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope is black. A visual inspection was performed and showed the scope to have distal tip and fiber damage with cracked internal lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the scope is black. No patient injury was reported. A back up was used to complete the procedure.